Manufacturer narrative:
(B)(4). The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is being considered for a hip revision approximately 31 years post implantation, due to wear of the acetabular cup component. Due diligence is in progress for this complaint; to date no additional information or product has been received.